Event description:
The account reported that during routine maintenance the bed was found with the brake caster locking but will still swivel. The bed is located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brake caster is the cause of the issue which may be due to normal wear and tear. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventive maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.